Event description:
It was reported to medtronic neurosurgery that after the device was implanted, the pt got a fever and the device was explanted.

Manufacturer narrative:
A 21 cm of the ventricular catheter was returned. The device was patent and passed leak testing. A review of the mfg and sterilization records showed no anomalies. The instructions for use state that infections are not uncommon with shunting procedures. Usually, they are due to organisms inhabiting the skin.